Manufacturer narrative:
Concomitant medical products: cook eclipse ttc wire-guided balloon dilator (ecl-10x5.5), boston scientific sphincterotome (unknown model). Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The distal end of the wire guide is bent with a kink 1.5 cm from the distal end. 15.2 cm to 16.1 cm from the distal end, the wire guide covering has folded over itself and bunched up like an accordion. 4.6 cm of wire guide coating is hanging off the wire guide 15.2 cm from the distal end. 16.1 cm to 24.2 cm from the distal end is a section of bare core wire. A few rough surfaces are found throughout the entire length of the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first...note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel or device lumen can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. [When the user] withdrew the wire guide, [it was] very difficult [to remove] from the inflated balloon, which was at 10 mm in diameter at the time. With additional force, [the user] withdrew the wire guide. The coating on the wire guide was lost [coating peels from wire guide] after withdrawal of the device. The operation was completed with same product from another manufacture.